Event description:
Customer returned for service. During service, technician found low power, damaged hose, and components to replace. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The device was returned for service. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device had low power, the hose was damaged, the bearings were faulty, and the device was worn from use. This was attributed to normal wear. The device was subsequently repaired.